Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient had developed a red, swollen, and itchy skin irritation with pimples under the right and left ECG electrodes. The patient's physician recommended cleaning the area with soap and water and applying moisturizing lotion to the irritation. Follow-up indicated that the skin irritation was improving.